Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result (annex c) additional code added due to analysis of part returned h3 device evaluation summary: was updated due to analysis of part returned. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated error messages. The device was available for evaluation. Based on the diagnostic code recorded in the ventilator logs the ventilator entered into backup ventilation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with mix air flow out of range background diagnostic code in logs. As the ventilator also failed the zero offset test and air part of flow sensor crosscheck test. The sp replaced the proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One psol for air was returned to medtronic for analysis. A visual inspection revealed no external anomalies. The psol was installed in a failure investigation test ventilator for analysis. The unit failed the leak test, and further investigation determined the psol for air was faulty. If a failure of the psol for air occurs while in use on a patient, the ventilator response would be to enter into buv. The cause of the reported event and entry into buv was isolated to a faulty psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated error messages. The device was available for evaluation. Based on the diagnostic code recorded in the ventilator logs the ventilator entered into backup ventilation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with mix air flow out of range background diagnostic code in logs. As the ventilator also failed the zero offset test and air part of flow sensor crosscheck test. Sp replaced the proportional solenoid (psol) for air. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event where the unit entered buv was isolated in the field to a potential fault in psol for air. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated error messages. The patient was removed from the ventilator and placed on an alternate ventilator without injury.